Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient followed up with the hcp on (B)(6) 2018. The hcp considered turning the pump off and requested the pump off authorization form. The hcp did not want to turn the pump off today ((B)(6) 2018) and will continue to have saline run in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was approximately (B)(6) 2018. It was reported the patient missed a refill and an alarm went off in august. The pump was empty. The therapy was not intentionally discontinued. The hcp planned to wean the patient off the pump therapy. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was being filled with saline.